Event description:
This case is cross referenced with cases: (B)(4) (cluster). This unsolicited device case from united states was received on 17-dec-2015 from a nurse. This case concerns a female patient of unknown age who initiated treatment with synvisc one and developed cellulitis infection, staph infection and sepsis due to which she died. No medical history, past drug and concurrent conditions was reported. The concomitant medications included triamcinolone acetonide (kenalog) and lidocaine. On an unknown date in (B)(6) 2015, the patient started receiving treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) bilaterally by the physician. On unknown dates in 2015, within a few days of injection, the patient developed staph and cellulitis infections. On an unknown date in 2015, the patient was hospitalized and developed sepsis which led to her death. It was unknown if an autopsy was performed. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for cellulitis infection, staph infection. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization or prolongation for cellulitis infection and staph infection additional information was received on 22-dec-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-dec-2015: the follow up information does not change the complete case assessment. Sanofi company comment dated 22-dec-2015: this case concerns a female patient who received injection of synvisc one and experienced staphylococcal infection, cellulitis and later died due to sepsis. Since a significant temporal relationship can be established the causal role of suspect product cannot be precluded in occurrence of the event. Moreover, lack of information regarding the site of infection and the nature of event precluded complete medical assessment. Furthermore, lack of information regarding medical history, concurrent conditions, condition of device use and autopsy findings of the patient precludes the complete case assessment.

Event description:
This case is cross referenced with cases: (B)(4). This unsolicited device case from united states was received on 17-dec-2015 from a nurse. This case concerns a female patient of unknown age who initiated treatment with synvisc one and developed cellulitis infection, staph infection and sepsis due to which she died. No medical history, past drug and concurrent conditions was reported. The concomitant medications included triamcinolone acetonide (kenalog) and lidocaine. On an unknown date in (B)(6) 2015, the patient started receiving treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) bilaterally by the physician. On unknown dates in 2015, within a few days of injection, the patient developed staph and cellulitis infections. On an unknown date in 2015, the patient was hospitalized and developed sepsis which led to her death. It was unknown if an autopsy was performed. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for cellulitis infection, staph infection. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for cellulitis infection and staph infection. Pharmacovigilance comment: (B)(4) comment dated 22-dec-2015: this case concerns a female patient who received injection of synvisc one and experienced staphylococcal infection, cellulitis and later died due to sepsis. Since a significant temporal relationship can be established the causal role of suspect product cannot be precluded in occurrence of the event. Moreover, lack of information regarding the site of infection and the nature of event precluded complete medical assessment. Furthermore, lack of information regarding medical history, concurrent conditions, condition of device use and autopsy findings of the patient precludes the complete case assessment.